Event description:
Country of complaint: (B)(6). Thread breaks during knotting.

Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Samples received: 6 unopened pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There were no previous complaints of this code/batch. No units of this code/batch remain in OEM stock. The knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified).